Manufacturer narrative:
No RMA has been issued for the return of this device. The dealer remediated the concern by inspecting the chair, checking for joystick error codes with none found, and determined the right motor was cutting out and would not drive. The dealer replaced the base with one they had at their dealership and installed the consumers seating system. The dealer replaced the controller and the consumer has not had any issues. Model tdx5 serial number (B)(4) is approximately 5.5 years old. Based on the age of the device, the consumer most-likely has experience using the device. The user manual part number tdx3 tdx4 tdx5 with mk5 electronics is part number 1114809 rev I (B)(6). The consumer was leaving their home and going down the ramp in the garage. As she crossed the threshold plate on the door, the wheelchair allegedly made a weird sound on the suspension and veered hard to the right, propelling her off the 4 foot high ramp. The users manual provides this warning: "wheelchair users: do not service or operate this equipment without first reading and understanding (1) the owner's operator and maintenance manual and (2) the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." It is unknown if the consumer has accessories on the device such as IV poles, baskets, radios etc that may have come in contact with the wall in the garage. On page 12, the following warning is provided for accessories: "warning - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." It is unknown if the consumer was wearing the seat positioning strap. On page 12, the following warning is provided: "the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." The consumers weight is unknown. The incline and condition of the ramp in the garage is unknown. It is unknown if there was a safety rail on the ramp to help prevent falls. The consumers speed at the time of the incident is unknown. The consumer fell 4 feet which may indicate a steep slope. On page 12 the following warnings apply specifically to the sure step feature: "do not use on inclines greater than 9°. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently."

Event description:
The consumer was leaving their home and going down the ramp in the garage. As she crossed the threshold plate on the door, the wheelchair allegedly made a weird sound on the suspension and veered hard to the right, propelling her off the 4 foot high ramp. Serious injury is alleged.